Manufacturer narrative:
(B)(4). The customer reported the suspected main printed circuit board assembly (pcba) is available for analysis and a return good authorization has been issued. At this time, carefusion has not received the suspected main pcba for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit was auto-triggering. The end-user performed troubleshooting, but the issue was not resolved. The customer reported the exhalation flow transducer's analog/digital count is out of specifications. The customer determined the most likely cause of the reported event is the main printed circuit board assembly. The issue occurred during patient use; the customer reported there is no patient consequence associated with the event.

Manufacturer narrative:
The carefusion failure analysis laboratory received the suspect main printed circuit board assembly for investigation. An investigation was performed and was able to be duplicated. The output of pt802 is scaling incorrectly causing the 3 cmh20 test point to fail. This issue will be internally investigated within carefusion.